Event description:
Info was received that reported a pt was hospitalized in 2008, due to diabetic ketoacidosis. It was reported that the pt had high blood sugars issue since 2007. The pt was brought to the hospital and diagnosed with dka in 2008. Upon admit, his blood glucose was 470 mg/dl. While in the hospital, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.